Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when injecting saline prior to use of this fogarty thru-lumen embolectomy catheter, the balloon inflated; however, when aspirating with the syringe, it could not be deflated. There was no allegation of patient injury.